Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented with discomfort to the hospital, for a scheduled procedure. Interrogation of the pulse generator noted, that the right atrial (ra) lead was oversensing noise. Resulted, in inappropriate mode switch episodes. The lead was explanted and replaced. It was also noted, that the pulse generator was repositioned, due to site pain. The patient was stable throughout the procedure.